Manufacturer narrative:
Customer strips were tested in qa. They gave e11 and "hi" with control. With blood they gave e11, e2 and a reading that was an average of 200mg/dl high out of spec. Satisfactory results were given with the retention reagent.

Event description:
The customer received a blood glucose reading of 195mg/dl on the contour meter, re-tested on a different meter and the readings were 94 and 95mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips were sent to the customer